Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head was cut on the cable. Resulting, in horizontal lines appearing on the image. The issue occurred, during a diagnostic cystoscopy procedure. And the intended procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The reported failure, "cut on the cable," was confirmed, but the issue "horizontal ¿ lines on the image was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a cut on the cable unit. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.